Event description:
The pt was scheduled to have a left breast core biopsy under MRI. The biopsy unit was prepped for the exam with successful setup. The radiologist was provided with hand piece for biopsy. The biopsy was performed without lavage and manual aspiration. Upon retrieval of specimen from hand tool by technologists at post-procedure, no tissue sample was present in collecting portion of hand piece. Both performing radiologist and mr supervisor were notified of the absence of tissue sample to submit to lab. The tech does not recall the md requesting "lavage" or "aspiration" during the procedure; once the patient was off the table and the staff did the clean up and went to package the tissue, it was discovered that there was no sample in the basket. The machine went through its normal "testing" pre-procedure and passed. We don't feel that there were any machine issues. Biomed tech picked up the device, ran simple tests and the tests were passed with no errors. Per biomed, device will be returned to perform a self-test for their results. The device will be sent to manufacturer for their official service report/findings. Loaner will be placed with department. Atec MRI- MRI guided breast biopsy and excision system (hand piece and tubing) ref (B)(4) lot 16808ra exp 2018-02-07. (B)(4).